Manufacturer narrative:
Correction to device evaluation text:one control pca was returned for failure analysis. The reported problem was verified during lab tests. Troubleshooting was performed and the problem was localized to resistor r307 which measured open.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was verified during lab tests. The device kept rebooting after every 3 minutes and a "low battery" message was displayed on the screen even though the battery was fully charged. The problem was localized to field-programmable gate array (fpga) u214. U214 was replaced with a known good one and the device passed all tests related to it.

Event description:
It was reported to philips that the device's battery cannot charge. There was no patient involvement.